Event description:
The patient reported that they thought they were having "flutters" and feeling "uncomfortable". The patient's blood pressure was running about ten points "above what it normally does". They also mention that the doctors are not concerned and have been changing around their medication. The patient feels that their implantable cardioverter defibrillator (ICD) "does not have any settings, it just goes at whatever speed their heart is going at". The device remains in use. No patient complications have been reported as a result of this event. Further information received from the nurse stating that the patient does have atrial flutters and reprogramming was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5554 implantable pacing lead 1999 (B)(6); 4193 implantable pacing lead 2003 (B)(6). (B)(4).